Event description:
On (B)(6) 2013, this pt was implanted with two gore excluder aaa endoprostheses. It was reported on (B)(6) 2013, the physician explanted all the gore devices due to a phlegmon. The vasculature was repaired surgically with an aortic homograft from cryolife inc. And the pt tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc161000/10735865. The review of the manufacturing and sterilization paperwork verified that these lots met all pre-release specifications.